Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was unable to power up to main screen. There was no adverse patient impact reported.

Manufacturer narrative:
One xl+ defibrillator and processor pca were returned for failure analysis. The reported customer issue was verified in the lab (unit booted to service mode). It was determined that the processor pca was removed from the device at that time for repair, and both the device and pca were sent to the lab. The two critical errors (1:24 rfu status redundancy failure) caused the device to boot to service mode. This condition was not cleared in the processor pca in (B)(4) 2016 so the device booted to service in (B)(4) 2018. After the operational check was run and passed, the error could not be duplicated.